Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert when attempting to perform a remote transmission. The device appeared to be in backup. The patient was brought into clinic and the device was not found to be in backup. The device was unable to be interrogated with rf telemetry, but was able to be interrogated with inductive telemetry. A firmware download was performed and successfully restored rf telemetry.